Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood glucose levels of 300 to 400 mg/dl the day prior to the call. Customer reported receiving no delivery alarms that were finally resolved with a set change. Blood glucose level at the time of the incident was 120 mg/dl. The insulin pump was not replaced or returned for analysis.